Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-65 implantable tachy lead (B)(6) 2004; 4196-88 implantable pacing lead (B)(6) 2010; 4076-52 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 89% of expected longevity was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device was at elective replacement indicator. It was also reported that the device did not meet the expected longevity. The device was explanted and replaced. During defibrillator threshold (dft) testing of the new generator the physician noted that the chronic right ventricular lead could not defibrillate the patient out of ventricular fibrillation. An epicardial lead was add and the dft testing then performed successfully. The chronic lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.